Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated quality controls were in range on the day the event occurred. A siemens customer service engineer (cse) was at the customer site. After evaluating the instrument, the cse replaced the integrated multi-sensor technology (imt) pump tubing and diluent syringe. The cse replaced the x seal in the rotary valve. The cse flushed the imt valve, and replaced imt port valve. The cse ran precision and quality controls, resulting within specifications. The cause of the falsely depressed na result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher and matching the patient's history. The repeat from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.